Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber has pushed forward in metal cap; the metal cap exhibits severe char and detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that between 80-120 joules of use, "emissions forward" was observed. The fiber was exchanged and the procedure was completed using the second fiber. There were "no injuries to the patient" reported.